Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing unbearable pressure and pain since implant of the implantable pulse generator (ipg). The ipg was revised in the pocket and an antibacterial absorbable envelope was placed. No further patient complications have been reported as a result of this event.